Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. The daily measurements were noted to have increased from 1,100 ohms to greater than 2,000 ohms. The patient was brought in the hospital for defibrillation threshold (dft) test. Two dfts at 14 joules were performed and both were converted at 38 ohms. Further, the patient will continue to be monitored. Additional information indicated that the cause of the observation was undetermined. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.